Manufacturer narrative:
The thermage treatment tip has not been returned for evaluation. However, the data logs were reviewed, and the following errors were generated: activation button timed out, treatment tip lifted prematurely, treatment tip force low, treatment tip temp high, force before activation, and confirmation of general tuning failure. Based on the evaluation of the data, the handpiece and system performed as expected. Error ed4c2 (general tuning failure) was confirmed. Based on the data, one thermistor was colder than the others at some points in the treatment. Temperature of -100c indicated that the treatment tip had one side disconnected from the handpiece. The investigation is underway.

Event description:
A user facility reported that a patient experienced pain during a thermage flx treatment to the face. After the event, burns and blistering were observed across the entire face. This event occurred 100 reps into the treatment in combination with an ed4c2 error (rf power error (error gen tuning failure). Following the occurrence of the error, the procedure was discontinued due to the patient reporting significant pain. Subsequent clinical observation revealed burn injuries accompanied by blistering distributed across the entire facial area that had been treated. Post-event management included the application of pn (polynucleotides) and cryocell care as secondary interventions to address the burn injury and support skin recovery. At present, the patient¿s status cannot be confirmed, as the patient has left the country and no further follow-up information is available. However, the physician noted that there is a possibility of permanent damage or scarring. No other treatments, besides the one reported, were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient has not had prior aesthetic treatments on this area, nor was the patient administered any pain medication or placed under anesthesia. The highest energy level used was 2.5 j. A stamping method was used. Thermage cryogen and 90% coupling fluid were used. The treatment tip surface was inspected prior to use and re-inspected 3 times during the treatment and there was nothing remarkable to report or note. This is the first time the treatment tip had been used.